Event description:
Procedure: sigmoidectomy. Patient sex: unk. Reportedly, while the device was being applied to the patient the stapler handle jammed. Then it was not possible to reload the device. The surgeon proceeded to convert the operation to an open procedure to finish the case.